Event description:
It was reported that the device exhibited a primary audible alarm. The even occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. Review of the event history log showed primary audible alarm post error. Visual evaluation found the device was in used condition. Functional testing was unable to duplicate the primary audible alarm post at power up. Audio test was performed and no problem found on speaker. Device has not previously been in for service. Repair was not needed due to no problem found on speaker. Device passed all functional tests.